Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed residual fluid inside the housing due to a ruptured bladder. When the bladder ruptured, residual fluid from the ruptured bladder would leak inside the housing. The reported condition was verified. The cause of the condition could not be determined; however, the possible root cause for the reported bladder rupture may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked. The event was further described as leakage coming from the diffuser balloon. This issue was identified during a patient infusion, further stated as ¿during the last quarter of an hour of infusion and there was about 20 ml of alfalastin left". The device contained alfalastin, 4g in 120 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.